Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred and air was introduced into the patient. It was reported that air entered between the sheath and dilator. A second catheter was used to complete the operation. Initially, there was no adverse event reported on the patient. However, on 24-mar-2022, additional information was received. It was reported that a little air was introduced into the patient. The physician performed a maneuver to extract the bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The air flows back into the side port issue was assessed as a MDR reportable product malfunction. The potential for air embolism as the air in the side port tubing has the potential to mobilize resulting in an increased risk to the patient. Since air embolism is life threatening; or it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is considered serious and MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 15-jun-2022, it was determined that true air embolism did not occur. The first paragraph of the event description has been updated to: ¿it was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air entered between the sheath and dilator.¿ the following codes were removed: 1) air embolism (e050301)_imdrf clinical symptoms code 2) recognised device or procedural complication (f15)_imdrf health impact code the following fields have been updated with the following codes: 1) h6. Health effect - impact code of ¿no health consequences or impact (f26)¿ 2) h 6. Health effect - clinical code of ¿no clinical signs, symptoms or conditions (e2403)¿.

Manufacturer narrative:
The device evaluation was completed on 30-mar-2022. It was reported that an unknown patient underwent a supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flows back into the side port issue occurred and air was introduced into the patient. It was reported that air entered between the sheath and dilator. A second catheter was used to complete the operation. Initially, there was no adverse event reported on the patient. However, on 24-mar-2022, additional information was received. It was reported that a little air was introduced into the patient. The physician performed a maneuver to extract the bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Additional information was received on 18-apr-2022. It was reported that according to the feedback of the bwi sales consultant, the physician gave feedback that the inner sheath was slightly loose, and bubbles entered it. After further confirmation, no patient consequence was caused. The bwi sales consultant stated that the questions regarding prolonged hospitalization, physicians¿ opinion on the cause of the adverse event, intervention provided, and outcome of the adverse event are not applicable. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of the backpressure test of the vizigo¿ sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on the vizigo¿ sheath. Per the event, several tests were performed, including flow and pressure, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record review was performed for the finished device 00001799 number, and no internal actions related to the complaint were found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). It was noted that the unknown smartablate pump was inadvertently omitted on the initial report as part of the concomitant products. Therefore, section d10. Concomitant medical products was updated on this report.